Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 378399) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with coaguchek xs meter serial number (B)(4). At 8:50 a.m., a sample from the patient was tested using the meter, resulting with a value of 5.8 inr. At 9:25 a.m., a sample from the patient was tested in the laboratory using stago reagent, resulting with a value of 3.8 inr. The patient did not receive treatment based on the meter value. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is every two weeks.

Manufacturer narrative:
Medwatch field d10 has been updated.